Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that there was a lead revision due to unknown lead issue reasons. It was unknown when the issue started. The hcp wanted a manufacturing representative (rep) paged to assist in covering the case.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0trzg, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. Patient reported a loss of therapy. It was indicated that the device worked beautifully for 2-3 weeks then it stopped being effective at all. She was informed by healthcare provider (hcp) that the wire needed to be redone. A couple days later, hcp reported that patient had surgery for interstim in (B)(6) 2015 and patient was brought back to the office on (B)(6) 2015 to reprogram the device. The program was changed to 3 at 2.3v. It was also reported that when patient¿s device was reprogramed, patient was felt comfortable. It was unclear why patient lost stimulation. A follow up visit from hcp on (B)(6) 2015 noted that patient experienced following symptoms: vaginal/rectal pain, back pain, joint pain, neck pain, hematuria, colorectal symptoms, dysuria, occasional incontinence, nocturia x 0-1, patient was able to reprogram on her own. A follow up visit from hcp on (B)(6) 2016 noted that patient had changed programs multiple times with a company representative. She stopped feeling sensation after 1-2 days. She tried all four programs. It was noted that patient failed ditropan, detrol, vesicare, gelnique, toviaz, enablex, mebetriq. A follow up visit from hcp on (B)(6) 2016 noted it was unclear why interstim was not working. They would schedule revision surgery with patient. It was also indicated that patient had cystourethroscopy procedure done. The patient¿s medical history included hypertension, hypercholestetromia, gerd, rheumatoid arthritis. The patient¿s concomitant medications included: cipro 500mg, estrace,<(>,<)> cymbalta, folic acid, me thotrexate, lipitor, mirapex, prevacid, celebrex, wellbutrin, sonata, calcium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# va0trzg implanted: (B)(4) 2015 explanted: (B)(4) 2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the device stopped working or never worked when the device was implanted. No symptoms were reported. No further complications were anticipated/reported.